Manufacturer narrative:
See MDR 1920664-00599 for delivery device used with this lens.

Event description:
The haptic of the lens was found bent when the lens was being loaded into the delivery device. The tip of the delivery device was positioned on the eye.